Event description:
Caller reported that the battery charge increased unexpectedly by 30% in a short period, but it was not a current issue and did not cause an unexpected shutdown. There was no adverse impact to the customer's blood glucose level. Customer was informed of the findings from the log review, which showed a battery jump during a charging event. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.